Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead dislodged and caused a perforation. High thresholds and phrenic nerve stimulation were also noted. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.